Manufacturer narrative:
Date rec¿d by MFR : 29may2019. A solenoid valve assembly was returned for analysis. A visual inspection of the returned component was performed and found minor damage to the external o-ring. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26march2019. The service engineer (se) inspected the device and confirmed there was a leak. The se replaced oxygen solenoid valve to address the issue and the ventilator passed all testing.

Event description:
It was reported that the ventilator was failing the o2 flow sensor. No patient involvement. Event date not specified, estimate used.